Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible through the viewing window. The device was manually reset into the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. The downloaded data shows the device completed first and second primes and was then deactivated at 179 pulses. The downloaded data does not show any timeouts or drive stalls during the run. The downloaded data shows the device was successfully used for insulin delivery since after the priming sequence there were several completed bolus and basal deliveries. The device was inspected and no defects were found that would result in a needle mechanism failure. The device was received with the cannula assembly fully deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, the patient found that the needle had not deployed as intended. The patient reported being unsure if the cannula was properly seated. For treatment, the patient changed out the pod and gave a manual injections.